Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues were reported or identified during the evaluation of heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6). It was reported that the patient received a heart transplant on (B)(6) 2018. Due to hospital policy, no further information regarding the event was able to be provided. (B)(6) was returned assembled with the driveline (dl) severed approximately 2¿ from the pump nipple housing. A small distal portion of the driveline was also returned measuring approximately 6.5¿. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The outlet elbow was returned attached to the pump¿s outlet port. Approximately 2¿ of the sealed outflow graft was returned attached to the outlet elbow. The sealed outflow graft bend relief had been severed approximately 1.5¿ from its hardware and was returned detached from the sealed outflow graft attachment. The remainder of the bend relief material was not returned. The bend relief collar was returned detached from the bend relief hardware. Upon disassembly of the (B)(6), visual inspection of the blood contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. The pump was cleaned, and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies related to wear or damage were observed. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 21oct2016 via customer order. The heartmate ii lvas IFU rev. H and the heartmate ii patient handbook rev. G are currently available. Although no device related issues were reported, this IFU lists all potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues were reported in association with the event. The account reported that the patient received a heart transplant on (B)(6) 2018. Due to hospital policy, no further information regarding the event was able to be provided. It was communicated that heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(4), was disposed and would not be returned for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 21oct2016 via customer order (B)(4). The heartmate ii lvas instructions for use (IFU), and the heartmate ii patient handbook are currently available. Although no device related issues were reported, this IFU lists all potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient received a heart transplant on (B)(6) 2018.